Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. Pt reported that their md believes that it was a pump malfunction that resulted in hospitalization. Pt could not be more specific as to what events led to the hospitalization. Pt was insistent that they eceive a new pump because their doctor stated that was the likely reason. As of 7/2004 this device has not been returned to the MFR for eval.